Event description:
An attempt was made to administer defibrillator therapy to the pt with the device. The defibrillator charged to 200 joules, but reportedly, when the device discharge switches were pressed, the device did not discharge energy to the pt. This allegation was on a lack of expected pt conversion in response to the defibrillator discharge. A backup defibrillator was made available and was observed to properly.